Manufacturer narrative:
Additional information was provided by the complainant on 10/22/2018, and the associated fields were updated. The investigation summary below was unchanged. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that post port placement the patient presented in the emergency room and was directed to go to radiology. It was further reported that the indwelling left sided mediport catheter became allegedly loose, disconnected from the catheter, and migrated into the right ventricle. Therefore, the entire catheter segment as well as the indwelling left sided mediport were removed in interventional radiology. Reportedly, a new power port was placed without complications.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: oneti low-profile s/l port and 6.6f chronoflex in two segments was returned for evaluation. Visual, microscopic, functional, and dimensional evaluations were performed. The investigation is confirmed for catheter break, more specifically, a break at the port stem. The port was received with the smaller segment of tubing on the port stem, measuring approximately 5mm in length. The distal catheter segment measured approximately 22.6cm from the complete circumferential break to the distal end of catheter. The proximal end of the catheter break was extremely jagged with multiple longitudinal splits and tears, several of them parallel. The distal end of the catheter break was jagged, with an undulating/scalloped profile for much of its area. Scoring was observed on the catheter lock and port stem. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. However, damage to the catheter as well as to the catheter lock appears consistent with damage from tools sustained during assembly during the procedure. The IFU instructs not to hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats). Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that post port placement the patient presented in the emergency room and was directed to go to radiology. It was further reported that the indwelling left sided mediport catheter became allegedly loose, disconnected from the catheter, and migrated into the right ventricle. Therefore, the entire catheter segment as well as the indwelling left sided mediport were removed in interventional radiology. Reportedly, a new power port was placed without complications.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was placed in the left subclavian vein. The catheter separated from the port; 1/4 from the port border. Catheter segment migrated to the right ventricle. Port body and catheter were removed in interventional radiology with fluoroscopically via ultrasound guided needle access into the right jugular vein. There was no reported patient injury.